Manufacturer narrative:
The customer contact indicated that the devices were discarded. During the investigation, no possible causes for the customer reported leaks were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report rec'd of an unspecified number of undocumented incidents of leaks. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of normal saline. After unspecified lengths of time, it was reported that unspecified volumes of solution leaked at unspecified locations of the filter of the tubing sets. No specific details were provided. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no delays in therapy critical to these patients. No medical interventions were required. No add'l info was provided.